Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a probe broke off within a vertebral body during surgery. The vertebral body was drilled out so the tip could be removed, which resulted in a surgical delay longer than 30 minutes.

Manufacturer narrative:
UDI: ni. The returned probe was evaluated. A visual inspection confirmed that the tip is fractured as reported. The cause for the failure is likely due to an off axis force applied while the probe was inserted.

Event description:
It was reported that the tip of a probe broke off within a vertebral body during surgery. The vertebral body was drilled out, so the tip could be removed, which resulted in a surgical delay longer than 30 minutes.